Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, allowing the customer to continue using the pump while advising them to contact support again if the issue recurred.